Event description:
The surgeon introduced the infinity catheter (complaint device) without issue. When he tried to put the boston scientific guide wire into it, he could not. On the scope, he saw an unidentified material in the proximal tip. This material interfered with the introduction of the guide. The surgeon used another like device to perform the procedure, which ended without further issue. There was no adverse event and the product will be returned for analysis the qualrap reported that "the device is stored in a dry and hung on stalks in a very straight way. The packaging and the device were intact before use." No further information was provided. Preliminary analysis of the product revealed damage/hole noted at distal end of catheter.

Manufacturer narrative:
The product has been returned for evaluation, but the analysis is not yet complete. Additional information will be submitted within 30 days from receipt. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15384129 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15384129. The guidewire through catheter test results were reviewed and no anomalies were found. The body tip hub subassembly lot 15383726 was reviewed. It was observed during review of this lot that (B)(4) was generated for this lot because of delaminating defects found. (B)(4) was openned to document future investigations, test results and delaminating defect additional corrective actions. Since the test results were satisfactory this lot can be released as it met all the lot correction eligibility criteria. This nonconformance bares no relation to the complaint reported. (B)(4). No other issues were noted that were considered potentially related to the reported complaint. Calibration record for flushing machine with calibration ID: (B)(4) was reviewed, and it was found that the flushing machine was calibrated in a timely manner. The lot involved in the complaint was manufactured within the calibration dates. Preventive maintenance records for flushing machine with equipment ID: (B)(4) were reviewed, and it was found that the preventive maintenance was executed during the established time period. The lot involved in the complaint was manufactured within the preventive maintenance dates.

Event description:
The qualrap stated the customer did not report any hole on the catheter. The qualrap stated either the hole was made during the procedure and the surgeon did not notice it or it occurred during shipment.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15384129 revealed no anomalies during the manufacturing and inspection processes. No units were rejected during the final assembly of this lot. No other issues were noted that were considered potentially related to the reported complaint. No nonconformance records were issued for this lot. No excursions were found for lot 15384129. The guide wires through catheter results on product configuration form were reviewed and were found to pass. The body tip hub subassembly lot 15383726 was reviewed. It was observed during review of this lot that (B)(4) was generated because of delaminating defects found. It was determined that the root cause of delaminating is generated by the supplier (extrusion, (B)(4)). Research is documented in the (B)(4). For the purpose of batch release a sample of the batch was tested using the hydrostatic test. (B)(4) was open to document future investigations, test results and delaminating defect additional corrective actions. Since the test results were satisfactory this lot can be released as it met all the lot correction eligibility criteria. This nonconformance bares no relation to the complaint reported. (B)(4). The DHR review confirmed that the rejected units were properly segregated and discarded. The molding machine parameters were reviewed and no anomalies were found. The flushing machine results were reviewed and no anomalies were found. Preventive maintenance records for molding machine with equipment ID: (B)(4) was reviewed, and it was found that the preventive maintenance was executed during the established time period. The lot involved in the complaint was manufactured within the preventive maintenance dates. Preventive maintenance records for flushing machine with equipment ID: (B)(4) were reviewed, and it was found that the preventive maintenance was executed during the established time period. The lot involved in the complaint was manufactured within the preventive maintenance dates. (B)(4). The operators that performed these operations were qualified on the appropriate manufacturing work instruction revision at the time of the lot manufacturing.

Manufacturer narrative:
During a procedure, the surgeon could not insert a guide wire into an infinity catheter (complaint device). The physician saw an unidentified material in the proximal tip. This material interfered with the introduction of the guide wire. The surgeon used another like device to perform the procedure, which ended without further issue. There was no adverse event and the product will be returned for analysis the qualrap reported that the device is stored in a dry and hung on stalks in a very straight way. The packaging and the device were intact before use. No further information was provided. One non-sterile 4f diagnostic catheter and one non-cordis guide wire were received. The catheter's brite tip was observed with a perforation. The perforation is observed from the inside out. A section of the intermediate tip/brite tip fuse point was observed with separation, across the perforation. Such section was observed tapered (cone-down appearance) and brite tip remains are present. No additional anomalies were found. The intermediate tip and body-intermediate tip fuse point outer and inner diameters were measured. One intermediate tip od measurement was found below specification. The sem analysis concluded evidence of brite tip remains, evidence of fusion and elongation in the intermediate tip. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Neither obstruction nor foreign material was detected in the catheter as reported. However, the tip (brite tip) was found damaged (puncture). The exact cause for the damaged tip (puncture) could not be conclusively determined. There is no indication that the puncture is manufacturing related; however, there is evidence that the puncture occurred from the inside of the catheter out. It is possible that the same force which caused the perforation could also have caused the separation between the intermediate tip and the brite tip. Procedural factors, where extreme force is applied, may have contributed with the reported event. The exact cause of the intermediate tip od below specification could not be conclusively determined; however, as indicated by the sem analysis, it could be attributed to the elongation observed suggesting possible stretching/pulling at the time the brite tip was punctured. Controls are in place to detect damaged tip/fusion during the manufacturing and packaging process. Therefore, no corrective/preventive actions will be taken at this time. The sales rep stated either the hole was made during the procedure or it occurred during shipment. Neither the DHR review nor the product analysis suggests that failures found are related to the manufacturing process. Therefore no actions will be taken.